Manufacturer narrative:
Covidien reference number: (B)(4). Sample was received for evaluation. Visual inspection was performed and all the components were found to be assembled properly. Inflation/deflation tests were performed and it was observed that the product held the air for up to 24 hours - according to specifications. No failure mode was observed in the received sample.

Event description:
It was reported that the cuff on the tracheostomy tube is leaking/deflating after about four (4) to six (6) weeks. The customer stated they had been able to keep the tracheostomy tube in place for about two (2) to three (3) months. Customer was informed that manufacturer recommends that the tracheostomy tube be used for 29 days. There was no patient harm reported, but the patient was recannulated.